Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil knotless anchor broke. Surgery was completed using a smith and nephew backup device instead. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information in b5, b7 & h6 (health effect - impact code).

Event description:
It was reported that, during a rotator cuff repair surgery, after the insertion site was prepared with an anchor matching instrument and cleared of all debris, the healicoil knotless anchor broke. No pieces broke inside the patient. Surgery was completed with a smith and nephew back-up device, used in the originally drilled bone hole. There was a surgical delay of less than 30 minutes, and no further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor is fractured. The fractured pieces were not returned. The insertion device has no visible defects. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.